Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted abscess requiring implant of wound vac, bowel obstruction requiring small bowel resection and fistula. It was reported that the patient underwent incision and drainage of an abdominal wall abscess on (B)(6) 2018 during which the surgeon noted abscess cavity and/or chronic draining sinus as a result of infected mesh. It was reported the patient experienced severe chronic pain, nausea, bowel obstruction with complications, infection, abscess, inflammation and permanent abdominal disfigurement. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 4/2/2021.

Manufacturer narrative:
Date sent to the FDA: 4/11/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.